Event description:
Philips received a complaint by the customer on the v60 indicating that the error, " pressure regulation high" (diagnostic code 1009), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, " pressure regulation high" (diagnostic code 1009), had occurred. The remote service engineer (rse) performed a troubleshoot with the customer. It was discovered that the proximal line and outline line from a gas delivery system (gds) replacement were switched. The customer corrected the tubing and then tested the device. It was then confirmed that the unit was fully operational. The customer stated they would continue to test the device and call back if necessary. Device evaluation and repair are pending. This investigation is ongoing.

Manufacturer narrative:
The customer switched the tubing to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.